Event description:
On 07-nov-23, nurse assist received a complaint via phone from (B)(6) of the following event description from nurse assist customer service e-mail: this lady used it in her tattoo place to apply tattoos. Two of her customers had issues with it. The tattoos bubbled up and the ink is not staying on. One customer said it really hurts. This is the first time it has happened.

Manufacturer narrative:
Was unable to receive lot number from consumer.